Event description:
The patient's system was explanted due to pseudomonas infection at the lead site and a seroma at the lead extension site.

Manufacturer narrative:
The explanted products will not be returned by the medical center.